Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump started alarming and the screen went blank after it was dropped. Blood glucose level at the time of incident was 6 mmol/l. It was indicated that the insulin pump had cracks and would not work. The insulin pump was replaced. The device will not be returned for analysis.